Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms a fractured primary leg. The fractured leg is located caudal to the filter and broken into fragments. According to the complaint report, the filter was placed in 2011 indicating an implantation time of ~5years - no placement images were provided. Furthermore, the complaint report also states perforation of the vena cava - these images are not provided as well. Based on the information provided, the root cause of the reported filter leg fracture cannot be determined. It is noted that the patient is asymptomatic. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "during attempted removal of the filter the physician and dm noticed that one of the legs was fractured. The leg was fractured prior to attempt of removal. Physician was notified during the removal by referring physician that patient had a fractured leg of the filter. Removal was attempted though unsuccessful. Filter still inside patient as well as fractured component". Patient outcome: "patient is asymptomatic, pre and post procedure". Patient will be discussing secondary options with physician.

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during attempted removal of the filter the physician and dm noticed that one of the legs was fractured. The leg was fractured prior to attempt of removal. Physician was notified during the removal by referring physician that patient had a fractured leg of the filter. Removal was attempted though unsuccessful. Filter still inside patient as well as fractured component." Patient outcome: "patient is asymptomatic, pre and post procedure." Patient will be discussing secondary options with physician.